Event description:
It was reported that a cartridge change error occurred. A new cartridge was loaded to resolve the issue. Additionally, it was reported that insulin drips were not observed to be exiting the infusion set tubing during the load fill process. Reportedly, the cartridge was changed to address the issue and insulin delivery was resumed. There was no adverse impact to the customer's blood glucose level.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.